Event description:
The facility reported a flo-gard infusion pump with a malfunction of a broken door. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/set-up in the general patient ward. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). This is a final rental return, however the device never received and not evaluated. As a result, the customer's reported problem of a broken door was not confirmed or reproduced and no repairs were performed for the reported condition. The device has been serviced four times prior to this event. The device has not been previously sent into service for the reported condition of "broken door." However, during previous service the pump head assembly was replaced.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is an ancillary service event.  The device was visually examined by a baxter technician.  The cause of the damaged door assembly is unknown.  The device will not be repaired as it will be sent for destruction.  If any additional relevant information is received, a supplemental report will be submitted.